Event description:
Information received indicates the fluid ingress onto the right siderail ucm board and cable is causing the bed functions to operate intermittently.

Manufacturer narrative:
The technician replaced the ucm board and cable to repair the bed.